Manufacturer narrative:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fail and potentially shock or skin burn to the patient beneath the electrodes.

Event description:
Unit surged during patient treatment with stim. No reported injury treatment and/or post injury treatment was reported from the complainant.